Event description:
The customer reported to physio-control that their device prompted a message 'abnormal energy delivery' during a test. During device evaluation by physio-control it was observed that the device would not deliver proper defibrillation therapy, but would constantly give a message 'abnormal energy delivery'. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control checked and re-connected all connectors on the therapy pcb and system pcb assemblies, and replaced the device's therapy connector. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.